Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. Other devices listed in this report:cat # unk, lot # unk description: unknown femur;cat # unk, lot # unk description: unknown tibia;cat # unk, lot # unk description: unknown patella.at this time, it cannot be determined if this device may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that there was a right total knee revision due to infection.